Manufacturer narrative:
Device used for treatment not diagnosis. Device used in a veterinary case. No patient information will be reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate bent during healing process and one screw is broken. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).